Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Date of event is estimated.

Event description:
It was reported that the patient's ipg pocket site was bothering them and was causing pain. In turn, surgical intervention was undertaken wherein the pocket was moved down and placed deeper and the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.